Manufacturer narrative:
Batch review performed on 16.sep 2019: lot 188902: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the complaint, batch review performed on 16.sep 2019: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1810801. Lot 1810801: (B)(4) items manufactured and released on 07-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery after 1,5 months after the primary due to an infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner successfully.